Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope¿to the service center for evaluation related to a separate issue. During device evaluation, the service repair technician identified the device had burnt distal cover. There was no patient involvement.